Event description:
In 2000, a moss gastrostomy tube was placed, by a md at the hosp, into a pt. The md ordered continuous gravity suction, contrary to product instruction, which directs 35-70 mm continuous suction. Additionally, the tube was incorrectly connected, having the feeding bag connected to the suction channel. On july 20 the pt expired and the misuse of the tube was discovered. The three ports are vastly different in size. The tube could not have functioned as designed under such conditions. The instructions provided with the tube direct that the aspiration channel be irrigated with a 60cc bolus of warm saline every 2 hrs. There is no mention in the hosp report that this protocol was performed. Said procedure would have revealed the incorrect use of the tube. The hosp has purchased and used 70 moss gastrostomy tubes prior to this event. The design and construction of the tube did not contribute to the adverse event.